Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available then it will be submitted in a supplemental report.

Event description:
Our sales rep, reports for the customer that a broach handle broke during surgery. He further states that according to his knowledge there was no consequence for the pt and that the surgery was finished using a backup instrument.